Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting intermittent loss of capture when the device was programmed between 2 to 5 volts. High lead impedances (>2500 ohms) in bipolar configuration were also noted. Impedances in unipolar mode were normal.